Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #00971634 - npi 8100 check IV set alarms pressure sensor- check IV there is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00971634 case subject: npi 8100 check IV set alarms account name: mcallen medical center account #: 1429300 asset name: 8100 pump module v9.33.0 asset location: contact: joe cervantes contact email: contact phone: (956) 632 4082 contact mobile: patient or user involvement: no patient or user harm: no case description: joe had "check IV set" alarms on lvp8100 sn (B)(4). He said the analog sensor test gave him 4.9 v on the bottle side sensor. He replaced bottle side pressure sensor. But it did not resolve the problem. Failure device type: failure problem type: failure mode: case resolution: joe was not able to confirm if he used manufacture approved part (pressure sensor). He will replace pressure sensor again and make sure it is manufacture approved pressure sensor. If he still have issue, he will replace logic board. Ref:_00d30y0yr._5000l1qjp3e:ref